Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure in an unspecified vessel, a xience stent was deployed. During removal of the delivery system, the catheter became stuck and resulted in deformation and shortening of the stent. No additional information was provided. (The event occurred in the (B)(6)).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence as it was reported to have occurred a few years ago. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The patient anatomical information was not reported with the case information which may have aided in the investigation. It is possible that if the balloon was caught within the stent, this may have contributed to the stent becoming damaged; however, this could not be confirmed. The sds was not returned for analysis and a conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; therefore, the part and lot numbers were not reported.